Event description:
Customer stated that vent went into a vent inopeartive condition while in use on a pt and no audible alarms sounded. The "crt" displayed "vent inop do not use" and the inop light-emitting diode illuminated. The respiratory therapist was at the bedside at the time and there was no pt injury. The ventilator was removed from the pt and sent to biomed for evaluation. The facility's biomed identified a vent inop e14 and e16 in the inop history. The date and time stamps from the errors showed erroneous numbers and the set date and time on the ventilator were incorrect. In addition, it was reported that the ventilators time would not increment pass 1:00. Once the biomed reset the clock and time the unit functioned normally. The ventilator inoperative condition was not reproduced by the facility.